Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was showing an overheating message when starting the data synchronization software and saving to portable document format. The status of the programmer is unknown. No patient complications have been reported as a result of this event.